Event description:
It was reported that the patient had high lead impedance during a system diagnostics test. No report of trauma or increase seizures was reported. Follow up with physician revealed that last good diagnostics results were obtained in (B) (6) 2008. In (B) (6) 2009, the physician notice high lead impedance with an output status of limit during a system diagnostics tests. No x-rays were taken and physician indicated that a revision surgery will be done soon. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.